Event description:
Type of procedure: cholecystectomy. Event description: [hospital]. "During cholecystectomy, the clips were not loaded. The device was replaced with the new device." Product is available for return. Additional information was received via email on 06dec2023 from territory manager "the issue was initially observed when a subsequent clip was loaded. They changed the device right after so it did not occur again. 11mm trocar was used. A clip properly seated into the jaws. Any pressure was not applied to the trigger while moving through the trocar. A clip was not loaded into the jaws prior to the devie's insertion/removal through the trocar. A clip was not manually removed as a loaded clip, leaving the feeder exposed. The trigger could not be actuated as normal." Additional information was received via email on 26feb2024 from (applied team member) "when squeezing the trigger to fire cips, it felt like the trigger was stuck." It is confirmed that the clips were loaded, but failed to be fired. Patient status: there was no problem with the patient. Intervention: the case was completed with the new device.

Manufacturer narrative:
Applied medical has issued a voluntary recall of our epix universal clip applier for specific ca500 lots. These ca500 units are being recalled due to a nonconformance that may result in a clip not loading into the jaws after the trigger is actuated. Applied medical has recently implemented manufacturing corrections which are intended to reduce the potential for this type of incident to reoccur. The lot associated with this complaint, #(B)(4), was included in the recall.

Event description:
Procedure performed: cholecystectomy: event description: [hospital] "during cholecystectomy, the clips were not loaded. The device was replaced with the new device." Product is available for return. Additional information was received via email on 06dec2023 from [name], territory manager "the issue was initially observed when a subsequent clip was loaded. They changed the device right after so it did not occur again. 11mm trocar was used. A clip properly seated into the jaws. Any pressure was not applied to the trigger while moving through the trocar. A clip was not loaded into the jaws prior to the device's insertion/removal through the trocar. A clip was not manually removed as a loaded clip, leaving the feeder exposed. The trigger could not be actuated as normal." Patient status: there was no problem with the patient. Intervention: the case was completed with the new device.

Manufacturer narrative:
The event unit is anticipated to return to applied medical. A follow up report will be provided following the completion of the investigation.